Event description:
It was reported that the surgeon inserted an micl12.1 implantable collamer and the corner of a haptic tore as the lens entered the eye. The incision was enlarged, the lens was removed and the back up lens was implanted. Sutures closed the wound.

Manufacturer narrative:
Sutured. Evaluation: results - a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined.